Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg), the patient complained of heart rate drop from 60 beats per minute (bpm) to 40 bpm and feeling bad. The ipg remains in use. No patient complications have been reported as a result of this event. On 2018-09-14, the patient further reported there were problems with the device, and that the device was fixed. On 2018-10-12, additional information received reported the patient experienced non-capture of right ventricle. Threshold was determined auto capture was turned off. Device evaluation revealed threshold was elevated, and decision made to re-program the ipg. The patient will be monitored via follow up checks. The ipg and right ventricular (rv) lead remain in use.